Event description:
Customer called and stated that they tested and received a result of 156mg/dl. They were feeling flush so tested again 10 minutes later with a result of 244mg/dl. While on the phone a review of the system was conducted. It was determined that the customer was using "off-brand" test strips. The customer was informed that the test strips they were using are not the test strips that the meter was designed to work with. Correct strips were sent to customer and the customer was invited to call 24/7 with future questions/concerns.